Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 5169841/5169315.

Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg). It was also noted that the patients spinal cord stimulator (scs) leads had high impedances the patient underwent an scs system explant procedure, and the explanted devices were discarded by the medical facility.